Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "polyethylene liner dissociation in a depuy pinnacle cup with a manufacturer analysis of the failed component¿ written david keohane, gerard a sheridan, james harty, and padhraig o¿loughlin published by bmj on january 2, 2021 was reviewed. The articles purpose was to present a current case report of a liner failure accompanied by a detailed engineering laboratory analysis. (B)(6) year-old female who had a left tha in 2010. In (B)(6) 2019 with atraumatic left-sided hip pain. The patient had been trying to lift an object at home when she heard an audible crack from her hip which was associated with acute hip plan and an inability to weight bear. In the ed, radiographs demonstrated lateralization of the left femoral head within the acetabular shell. Disassociation was confirmed. Revision occurred. Engineering findings: liner had wear on the surface edge and defined scratches . Damage to taper and inner dome suggesting articulation of the head against these. Surfaces, most likely to have occurred post-liner disassociation. On inspection 3 of the 6 ards were sheared away. Depuy products: 54mm pinnacle acetabular sector ii cup (1217-22-054). Superior screw. 32mm neutral marathon liner (1219-32-054). 32 mm +1 cobalt chromium femoral head. Summit size 4 12/14 taper high offset.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed found evidence of disassociation. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.